Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out after connecting to new device, loss of signal and low impedance were observed. Lead was capped and replaced.